Manufacturer narrative:
Update: b1, b2, and h1 have been updated to reportable malfunction.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: - small visible deposits in the inlet spout. Permeability test: the test showed that the shuntassistant 2.0 is permeable. Computer control test: the test, performed in the vertical position at a reference flow of 20 ml/h, has shown that the shuntassistant 2.0 with a result of 26.48 cmh2o is operating within the specified tolerance (25 cmh2o +4/-2 cmh2o). Internal inspection of product: based on the fact the valve was not implanted and showed no deviation in function in the tests, the valve was not dismantled. Results: based on our investigation, we are not able to substantiate the claim of "blockage/flowproblem". At the time of the investigation, we are not able to identify a deviation oft he function. Unfortunately, we are not able to clarify how the above-mentioned functional impairment occurred. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regulatory actions are required.

Event description:
The surgeon suspect a dysfunction of the valve during the preoperative flow test prior to use. Fixed pressure sa 2.0 valve was pretested prior to implantation. The valve was tested in vertical and horizontal positions. Hence the valve was tested multiple times with similar outcomes. Moreover, flushing the valve did not enhance valve performance. The opening pressure remained high at approximately 50cmh2o. A second sa 2.0 valve was tested and displayed similar performance in the same case. A third sa2.0 was tested and performed according to expectations. The surgery could be completed. The case was prolonged by approximately 30-40 minutes. "Associated medwatches: 3004721439-2021-00045, MDR#- same patient/event."